Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative later reported that impedance tests had been conducted and all impedance levels were all within normal range. They explained that cause of the pain at the battery site had not been determined. The manufacturer representative also noted that the device could not be found at the hospital after it had gone through pathology, and was thought to have been discarded.

Event description:
The manufacturer representative (rep) and an field contact reported that the patient had pain over the implantable neurostimulator (ins). The therapy was turned off. There was a call from the emergency department and wanted to page a rep to check the device. The patient was requesting the battery to be removed. They had not charge the battery in several weeks and it was in overdischarge. The battery site appeared normal, no swelling, redness. It was noted that there was a surgical intervention planned, scheduled for (B)(6) 2016. It was noted that the battery would be returned for analysis. Other relevant medical history includes non-malignant pain and complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.